Event description:
During laparoscopic surgery the surgeon attempted to use endo clip 5mm applier(3 different endoclips), but the applier would not fire clips. All three had the same lot number, and expiration date. The fourth one worked.